Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on completion of the investigation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted in the patient.

Event description:
As reported by our edwards lifesciences japanese affiliate, a valve in valve procedure is planned for a patient approximately 7 years post implant of a 23 mm sapien 3 valve in the aortic position. After the implant of the 23 mm sapien 3 valve, increased gradients were observed, and an anticoagulant medication was administered for three months. However, increased gradients remained. Approximately 3 years post procedure, echo revealed effective orifice area (eoa) area was 0.8 - 0.9cm2 and determined there was hardening and degradation of the valve. Approximately 7 years post procedure, pressure gradient was 56mmhg, vmax was 4.8m/s, and eoa was 0.7cm2. CT revealed calcification on the valve. The patient was reported to not be experiencing symptoms. A valve in valve procedure is planned.